Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the coil separated into two parts. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The main coil was found to be kinked and stretched as well likely due to procedural factors as the coil was confirmed to be in good condition prior to use. The physician may have perceived the observed damages (kinked and stretched) as break and reported it as such. However, no break of the coil was found during analysis. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the procedure, the coil separated into two parts. There were no reported clinical consequences to the patient.